Event description:
In (B)(6) 2013, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. After a period of initial pain relief, the pain returned six months post-op. Imaging showed that one implant was slightly impinging in the neuroforamen and possible lucencies around two other implants. In (B)(6) 2014, the surgeon performed a revision surgery where he pulled back the impinging implant a few millimeters and then added two additional implants to help fixate the si joint. A 3-d scan performed following the revision surgery confirmed that all of the implants were properly positioned.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause for the revision is insufficient si joint fixation and a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0492, manufactured 10/23/13, expires 2018-03; ifuse implant, p/n 7045-90, lot# i0498, manufactured 08/28/13, expires 2018-04; ifuse implant, p/n 7045-90, lot# i0857, manufactured 12/05/13, expires 2018-11.